Manufacturer narrative:
Device evaluation: a visual evaluation of the returned device revealed that the stent was attached to the delivery system via the suture. The suture was twisted around the guide catheter. The suture hole was torn toward the distal end of the push catheter. The guide catheter was stretched and broken into 2 pieces. During the evaluation the distal portion of the guide catheter was removed from the push catheter. The distal portion of the guide catheter revealed a suture impression. There was no damage to the stent and push catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown.although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter became stretched and broke. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter became stretched and broke. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.